Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal / pelvic floor. It was reported that since (B)(6) 2016, the implantable neurostimulator (ins) site feels warm and achy sometimes; there was pain at the implant site. It was also noted that the patient fell on (B)(6) 2016 and received a concussion that was related to the issue.

Event description:
Additional information was received from the patient and it was reported that she was having aching on the right side hip where the neurostimulator was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.